Manufacturer narrative:
The device was received no button response due to flattened esc and act button dome switch. We were unable to verify no delivery alarm due to no button response. Unable to perform displacement test, operating currents, self test, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The device was received with minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they would receive a no delivery alarm while trying to perform the fill tubing process. The customer¿s blood glucose was unknown. Troubleshooting was performed. Insulin exited with a manual push from the plunger. However, they ran a manual prime and the device alarmed a no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.